Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The luer connector on the blue (return) lumen of dialysis catheter disconnected from the catheter during dialysis. The machine should have sensed the drop in resistance and stopped the pumps but caught in clothing and dialysis machine didn't stop and continued to pump blood out leading to cardio-pulmonary arrest then admission to itu and 33 days stay in hospital.

Manufacturer narrative:
Notification of the incident was received directly from the UK competent authority, mhra. The device involved in the incident was not returned for evaluation. Attempts were made to contact the listed reporter by medcomp and the UK distributor, medical access. Without sufficient information, or an evaluation of the device involved, we are unable to determine the cause or factors that may have contributed to this event. Excessive manipulation of the catheter luers during disinfection, connections (end caps, syringes, hemodialysis bloodlines) could potentially cause movement of the luers in the extension tubing. Studies were performed to verify joint integrity through force at break (peak tensile force) in accordance with en iso standards. The force at break acceptance criteria for the luer to extension joint is 3.37lbf. Luer to extension testing was performed and the results far exceeded the requirements. Based on historic data this is not a systemic issue and is considered an isolated incident. This type of event will be trended through the complaint handling process.